Event description:
It was reported that on (B)(6) 2011 the patient was admitted to the hospital with a diagnosis of dka and a blood glucose level of 397 mg/dl. The patient experienced the symptoms of frequent urination, agitation, positive ketones, and shortness of breath and chest pain. Troubleshooting revealed the pump settings, basal setting and date/time were correct and there were no issues with the infusion set or infusion site. A review of the pump history revealed the patient had taken no bolus doses between (B)(6) and (B)(6) 2011 and she had not changed the infusion site between (B)(6) and (B)(6) 2011. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not taking bolus doses and not changing the infusion site. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia and was admitted to the hospital with dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump history confirmed the report that the patient had not bolused since (B)(6) 2011. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery and was found to be leaking. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.